Event description:
The contact stated a capsule tear occurred during phacoemulsification and an anterior vitrectomy was performed. An anterior chamber lens was implanted and the contact could not recall the model and serial number of the anterior chamber lens. The contact stated a 4 crystal handpiece was used during surgery and the serial number was unknown. The contact could not confirm if the capsule tear was anterior or posterior. The contact had no further information.